Event description:
Information was received from a family member of a patient implanted with a neurostimulator for spinal pain and complex regional pain syndrome. It was reported that the patient had their implant revised in (B)(6) because it was "turned" and "poked sideways." No further complications were reported or anticipated. Follow up in process to obtain further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.